Event description:
During the setup of a customer perfusion pack, the pre-bypass filter was noted to leak. The components was discarded and the circuit was used without incident. The product was not saved for returned to manufacturer.

Manufacturer narrative:
The device will not be returned, therefore no evaluation can be performed. If the device becomes available or additional info is received, a follow-up report will be submitted. (B)(4).